Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements, the measurements have risen up until a normal range. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.